Event description:
It was reported that the patients ipg has to be charged frequently and was getting hot during charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned per hospital policy.